Event description:
It was reported by the customer that the actuator allegedly fell out while a patient was on the bed. No further information has been provided.

Manufacturer narrative:
Supplemental sent with results of evaluation. Additionally, it was confirmed there was no adverse effect on the patient.

Event description:
It was reported by the customer that the actuator allegedly fell out while a patient was on the bed. No further information has been provided.